Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant procedure, this pacemaker and right ventricular (rv) lead exhibited higher than expected pacing impedance measurements at 1,900 ohms. Sensing and threshold values were good. Later, the impedance had decreased to 1,350 ohms. However, the following day the impedance was greater than 3,000 ohms, r-wave measurements decreased and loss of capture was observed. A chest x-ray was planned to evaluate the position; technical services recommended also checking via x-ray that the terminal pin was fully inserted into the device header. It was later reported that the next day, a revision procedure was performed. The physician verified the connection, then removed the lead from the device and tested it on the pacing system analyzer (psa). The pacing impedance was still out-of-range. The lead was repositioned, with normal lead measurements obtained. The pacing impedance was well under 1,000 ohms. A microdislodgement was suspected to be the cause of the impedance, sensing, and capture issues. The lead remains in service. No additional adverse patient effects were reported.